Event description:
During cardiac arrest the zoll monitor defibrillation pads did not stick to the pt. The pt's skin was dry and no hair present to impede the pads. This occurred with 2 sets of statpadz.